Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a lesion in the tibial vessel with mild calcification. The 2.0 x 20 mm armada 18 balloon dilatation catheter (bdc) was advanced without issue and attempted to be inflated to 8 atmospheres (atm), but the balloon did not inflate. A second attempt was made, but was unsuccessful. The contrast was changed from 50/50 to full contrast, but the balloon did not inflate. The armada 18 was removed and replaced. A new 2.0 x 40 mm armada 18 bdc was used with same indeflator, without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned. Visual and functional inspections were performed. The inflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.